Manufacturer narrative:
Sorin group (B)(6) manufactures the d733 micro 40 ph.i.s.o. Arterial filter. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(6). Sorin group received a report that the outlet port of the arterial filter snapped off during setup. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report at the outlet port of the arterial filter snapped off during setup. There was no patient involvement.